Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound at start up test. It was determined that the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The speaker was replaced. The device was operational after repairs were completed, and the device was returned to the customer. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device had no audio sound. The device was not in use on patient at time of event, there was no adverse event reported.